Event description:
As reported by the patient¿s attorney, a boston scientific device was implanted. According to the complainant, the patient suffered urinary problems, pelvic and abdominal pain, dyspareunia, bleeding, urinary tract infections, vaginal vault prolapse and stress urinary incontinence as results of the implantation.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.